Event description:
It was reported: 1) a patient was using two c41 stationary units with external humidifiers attached for their oxygen supply. 2) the patient's oxygen saturation was found to be low. 3) the patient was transported to the hospital for evaluation and was released.

Manufacturer narrative:
The customer reported that one of the c41 units was not delivering flow as intended. The devices involved were evaluated by tyco. The evaluation concluded that both of the c41 stationary units operated within specification. During the evaluation it was discovered that one of the external humidifiers (not manufactured by puritan-bennett) was leaking, allowing the gaseous oxygen to escape before reaching the patient. Operating instructions warn: "oxygen supplied from this equipment is for supplemental use and is not intended to be life supporting or life sustaining. This equipment is not intended for use by patients who would suffer immediate, permanent, or serious health consequences as a result of an interruption in their oxygen supply."